Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a rupture occurred and blood was seen. No blood entered the console or went beyond the catheter. Fault logs did record several autofill failure and leak in iab circuit alarms. The event occurred in the ccu, the iab was later removed in the cath lab. There was no patient harm or adverse event reported. This report is for the iab. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2023-01855.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).